Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and also spoke with the pt/layperson's daughter-in-law regarding a 7/10/09 complaint. The reporter clarified the original info that conflicted with recent details. The reporter translated my questions for the pt. Due to an alleged display issue on the pt's one touch ultra meter that began at 8am on the day of event in 2009, the pt was unable to read the result. The cca also learned that the pt's ultra test strips had expired 03/2008; expired strips will result in false blood glucose readings. The pt, whose daily regime is oral diabetes medication, reportedly was lightheaded. Due to the symptoms, she was taken to the ER thirty minutes later where she was tested: result "200". Because this specialist as well as the cca were informed the pt was treated with oral glucose, I questioned the result and the form of treatment. The reporter spoke with the pt again. The result in the ER was a "high result" and the pt was treated by IV, possibly insulin, and kept overnight. The pt's own physician increased the pt's glyburide from 5mg to 10mg and added 1000 mg metformin. Although the pt may have been symptomatic before she attempted to test, the complaint is reported due to the treatment from a hcp for elevated blood glucose. The meter, test strips, and control were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.